Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the internal battery supply to resolve the issue. (B)(4).

Event description:
A report received from the USA stated an ht50 experienced a power supply assembly issue during use on a patient. There were no alarms reported at the time the event occurred. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injuries.